Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2021, UDI#: (B)(4). H3. Analysis of the communicator found ¿charging port is broken¿ and ¿power button issue¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. The indication for use was chronic low back pain and non-malignant pain. The patient reported that the communicator wouldn¿t charge and was totally dead now. The patient stated the issue started about a week ago and confirmed they were not getting the orange light to come on when they plug it in. The patient had tried other charging cords, and the same issue persisted. A request was sent to the repair department for a replacement communicator because the communicator wouldn¿t take a charge and now wouldn¿t power on.